Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an unknown 325cc textured gel implant and experienced right sided rupture post procedure. The rupture was confirmed by mammography. Additionally, bilateral baker's grade ii capsular contracture and a right medial breast silicone granuloma was also noted. As a result, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. This report relates to the left prosthesis. The left sided prosthesis is an unknown mentor gel implant. Mentor previously reported the right sided issues on 1/13/2019 under 1645337-2019-07828. On 2/7/2019 mentor received additional information stating that the capsular contracture previously reported was bilateral, and this report was created in order to capture the left sided issue.